Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the event and the cause was unknown. The patient was treated with injection vancomycin (1 gram, every fifth day, route not reported) and injection meropenem (1 gram, once a day, route not reported). At the time of this report, the patient was recovering. The action taken with dianeal therapy was not reported. Additional information is not available.